Manufacturer narrative:
An event regarding a size/fit issue involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: some color staining on the coated surface of the stem was noted, likely as a result of in-vivo exposure. The returned stem was determined to be the correct size. Further to this a review of the igs included in the DHR did not suggest any evidence of a dimensional issue with the lot. -medical records received and evaluation: a medical review was not performed because insufficient information was provided and no adverse consequences to the patient were noted. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: there was no evidence of a dimensional issue on the returned device. The exact cause of the event could not be determined. No further investigation is required at this time. If further relevant information becomes available, this investigation will be re-opened.

Event description:
Primary right hip surgery (patient had screws and plates implanted prior in their hip - had a greater trochanteric osteotomy with 2 screws in the trochanter and plates and screws in the acetabulum as well which made this primary surgery more complicated) - when surgeon broached and implanted #2 accolade tmzf stem, surgeon noted the stem sat low in canal. Sales rep stated they used new broaches and surgeon re-broached and implanted 2.5 accolade stem which seated correctly and surgery was completed without any delay or further complication.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown #2 accolade tmzf stem. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary right hip surgery (patient had screws and plates implanted prior in their hip - had a greater trochanteric osteotomy with 2 screws in the trochanter and plates and screws in the acetabulum as well which made this primary surgery more complicated) - when surgeon broached and implanted #2 accolade tmzf stem, surgeon noted the stem sat low in canal. Sales rep stated they used new broaches and surgeon re-broached and implanted 2.5 accolade stem which seated correctly and surgery was completed without any delay or further complication.